Event description:
On (B)(6)-2010, ms. (B)(6) from (B)(6) center called medivator's technical support stating that a scope cycle was cancelled during the first rinse and then used on a patient. The facility is using cidex opa, 3-rinse (a non-medivator's product).

Manufacturer narrative:
On (B)(4)-2010 medivator's technical service engineer spoke to ms. Oliver. The facility stated that they have received no report of patient injury or clemical colitis.problem was resolved by phone, with medivator's technical engineer and the facility. It was determined to be user error. Device performed according to specifications.